Event description:
The customer observed a falsely increased hemoglobin result while using the cell-dyn 1800 analyzer for one female patient. On (B)(6) 2012, the analyzer generated an initial result of 9.8 g/dl. The sample was sent to an outside laboratory and generated a result of 7.4 (no unit of measure or platform provided). There was no adverse impact to patient management reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text and customer provided data, an evaluation by abbott field service of the device, a review by the medical director (subject matter expert/ sme), a historical data review, a search for similar complaints, and a review of labeling. The abbott field service representative (fsr) inspected the instrument and found it to be performing within specifications. The customer declined further troubleshooting of the instrument for the issue because service had verified the instrument performance. A review by the sme, indicated that the issue was likely generated due to clumping or clotting of the sample. Additionally, the sme noted that the data was flagged, which indicated the results were outside of the operator entered limits. A complaint review did not identify an adverse trend or a product issue related to the customer's issue. Labeling was reviewed and found to be adequate. Based on our evaluation, we have determined that the cell-dyn 1800 system is performing acceptably.

Manufacturer narrative:
The device evaluation is in process.